Manufacturer narrative:
It was reported that the ventilator did not pass the pressure transducer test. Our service technician on site replaced the expiratory transducer printed circuit board (pcb). After replacement the ventilator passed pre-use check and was cleared for clinical use. The replaced goods was not returned for further investigation and no logs were sent for investigation. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was returned the root cause of the pressure transducer fail could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).